Manufacturer narrative:
Product analysis#: (B)(4): analysis information: 2020-10-26 09:41:20 cst pli#: 10, product ID#: 97714 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the implantable neurostimulator (ins) battery is permanently damaged due to {x} overdischarge{s}. H3: analysis of the 97714 found implantable neurostimulator (ins) battery is permanently damaged medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Date of the event 2020-01-01 is an estimate. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had her implantable neurostimulator (ins) explanted on (B)(6) 2020. Patient reported that the battery has not worked for over a year now and that it did help her pain when it was working. Patient stated that the battery took longer to charge and did not hold a charge like it did in the beginning. The patient also indicated that the battery went completely empty several times. The factors that may have led to or contributed to the issue were charging compliance and history of staph infections. No diagnostics performed. The rep tried to read battery and could not. The issue was resolved at the time of the report. Additional information was received from the rep. It was reported that the staph infections were not related to the scs device. The onset date of staph infection was unknown, patient stated she had an active infection about 3-6 months ago. At the time of her scs explant the infection had cleared. The infection source was from a sore on her foot. Patient was previously treated with antibiotics during her active infection. The patient also received prophylactic antibiotics prior to scs explant.